Manufacturer narrative:
Date of event is estimated. It was reported to abbott that the patient's ipg was inoperable. Rep reported that the ipg has been dead for over a year as the patient has many health issues and was previously hospitalized and unable to charge. The ipg was replaced on (B)(6) 2020 with a proclaim 5.

Event description:
It was reported the patient did not recharge the ipg as recommended by manufacturer¿s guidelines. In turn, the device stopped communicating with external devices, deeming it inoperable. The patient underwent surgical intervention wherein the device was explanted and replaced to address the issue.